Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during load check via fluoroscopy, crown overlap to the 2nd node was observed. The valve was inserted into the patient. At 80% deployment, an infold was observed. The valve was recaptured and withdrawn from the patient. A new valve was prepped and loaded on a new delivery catheter system (dcs). Upon fluoroscopy check, no crown overlap was observed. The valve was deployed successfully with no recaptures. It was further reported that the mean gradient was 7 millimeters of mercury (mmhg), with trace-mild paravalvular leak (pvl). No pre-implant balloon aortic valvuloplasty (bav) or post-implant bav was performed. The patient remained hemodynamically stable throughout the procedure and was transferred to the post-anesthesia care unit (pacu). Following the procedure, the patient went into cardiac arrest and effusion was observed. A drain was used to alleviate the effusion. Subsequently, the patient died. It was noted that after the procedure, a transesophageal echocardiogram (tee) was performed. No effusion was present, and the patient¿s ejection fraction was less than 10% before, and after the procedure. The cause of death was unknown. Per the physician, the death was not related to the valve.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-34, serial/lot #: (B)(6), ubd: (B)(6)2025, UDI#: (B)(4) product analysis: valve serial number (B)(6) was discarded, and valve serial number (B)(6) remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description correction: h6 - device code additional codes - img component codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that following the valve implant procedure, per the physician the cause of the effusion which was pericardial, was possible from the cardiopulmonary resuscitation (CPR).

Manufacturer narrative:
Updated data: h6 ¿ method, result and conclusion codes h10 ¿ conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon review of the information provided, the event of infolding, requiring recapture and replacement, as per the instructions for use (IFU) and leading to no patient consequences, is assessed as likely related to the compression loading system (cls), delivery catheter system (dcs) and valve, as there was a crown overlap to the 2nd node noted upon loading inspection. Upon review of the information provided, the event of cardiac arrest and pericardial effusion leading to pericardiocentesis and resulting in death is assessed as unknown related to the dcs and valve. A transesophageal echocardiogram (tee) post operatively showed no pericardial effusion. Cardiopulmonary resuscitation (CPR) was administered for the cardiac arrest shortly after the procedure in post-anesthesia care unit (pacu). The physician notes the cause of the effusion, and subsequent death, was most likely due to the CPR and relatedness to the valve was unknown but suspect not related, however neither of these could be confirmed. The patient had an ejection fraction (ef) of 10% pre and post procedure. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the fx valve. The reported harms and severities are documented in the risk files and IFU. No further safety assessment is required at this time. Paravalvular leak (pvl) is a known potential adverse effect per the device IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Conduction disturbances are known potential adverse effects per the device IFU and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Effusion is a known effect that can occur after cardiac procedures, but in this case the root cause unable to be determined. The cause of death was unknown. Per the physician, the death was not related to the valve. Patient death is a potential risk associated with the implantation of a bioprosthesis valve per the device IFU. A procedure- or valve-related death is an inherent risk when the patient condition is such that a tav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. With the limited information available, a conclusive relationship between the device and the death could not be established. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.